Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Electric toothbrush exploded - oral-b rechargeable toothbrush [device battery explosion]. Case narrative: consumer via email stated that electric toothbrush had exploded in bathroom cabinet. No injury was reported.